Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap. Cholecystectomy. Event description: during a cholecystectomy operation, while using a 5 mm trocar from the company applied (ref: cfs02; lot: 1512242; exp: 20.12.2026), the surgeon (name redacted) notices that the trocar no longer holds the gas return. However, he continues to work until he sees the transparent plastic valve protruding into the abdomen. Immediately, before losing it between the intestinal loops, the valve is fished out. Intervention: the valve is fished out. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap. Cholecystectomy. Event description: during a cholecystectomy operation, while using a 5 mm trocar from the company applied (ref: cfs02; lot: 1512242; exp: 20.12.2026), the surgeon (name redacted) notices that the trocar no longer holds the gas return. However, he continues to work until he sees the transparent plastic valve protruding into the abdomen. Immediately, before losing it between the intestinal loops, the valve is fished out. Additional information received from an applied medical representative via email on 20june25: the tm stated ' the questions were sent twice to the surgeon without an answer, he has written the answer as far as he knows'. There are no images available and for applied to check the returned product upon investigation. No specific instrument mentioned no internal seal components was removed or cut in order to inspect the damaged component. Intervention: the valve is fished out. Patient status: ok.